Event description:
Right-side capsular contracture, baker grade 1.

Manufacturer narrative:
Sientra complaint: (B)(4). Submitting this request to void this MDR because at the time this complaint was initiated, we thought surgery was going to happen but were updated that no surgery happened for this complaint and it stayed a capsular contracture baker grade 1 and that does not fall into the category of an adverse event. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.